Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, sparks were observed coming from the distal tip of an s90 vapr electrode, and subsequent to that, a portion of the distal tip broke off. [We assume that the fragment broke off into the body, however, detail is missing from the compliant verbiage, we do not know for sure if the fragment broke off into the body, if it did we do not know if the fragment was retrieved, it retrieved, what kind of effort was expanded. Nor do we know the condition of the pt... We have questions out to our affiliate asking for clarity to this issue].

Manufacturer narrative:
Mitek is awaiting receipt of the complaint device and further clarification of the details of event so as to be able to perform a root cause failure analysis. The results of the investigation will be the subject of the follow-up report.